Event description:
The patient was questioned about his actions at the time these episodes were recorded. He reported that he feels dizzy when sitting on a stool while showering. Another save to disk was performed and sent again to boston scientific technical services (ts) for evaluation.

Event description:
Boston scientific crm received information that this caridac resynchronization therapy defibrillator (crt-d) and right ventricular defibrillation lead recorded several episodes due to noise oversensing that resulted in pacing inhibition. This patient is pacemaker dependent. An x-ray was performed and no anomalies were noted. All lead measurements were stable and attempts to reproduce the noise were unsuccessful. Printouts and a disk were sent to boston scientific technical services (ts) for evaluation.

Manufacturer narrative:
A ts representative attempted to access the disk, but it was not able to be read entirely. The printouts were reviewed and the type of noise observed is consistent with electromagnetic interference (emi). The noise is of high frequency and is present on both the ventricular and shock channels. It was also confirmed that there was asystole for approximately five seconds during the noise oversensing on two separate occasions. The ts representative suggested asking the patient what they were doing at the time these episodes were recorded. No other adverse patient effects were reported. At this time, this lead and crt-d remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.

Manufacturer narrative:
A ts representative discussed that the noise was at 50 hz which indicates that it is caused by an external emi source and not due to myopotentials. The dates where this noise was recorded were also provided so that further troubleshooting could be performed to find the source of the emi. At this time, this crt-d and lead remain implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.